Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was completely clogged and flushing the catheter reportedly did not help. No patient injury was reported, however, the patient was reportedly sent to the hospital because of blood clots in the catheter. The blood clots were not due to the use of the catheter.

Event description:
It was reported that the foley catheter was completely clogged and flushing the catheter reportedly did not help. No patient injury was reported, however, the patient was reportedly sent to the hospital because of blood clots in the catheter. The blood clots were not due to the use of the catheter.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The flow rate of the sample was tested and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."